Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure when the surgeon was using a permanent cautery hook instrument, the customer noticed the upper part of the instrument elbow was conducting energy to surrounding fat. The reporting customer stated that the patient had a large amount of fat hanging down touching that area. The surgeon switched out the pch with a backup pch with no change. The customer stated both instruments had no visible damage and were normal. The surgeon then switched out to a monopolar curved scissor (mcs) to continue the procedure as planned. The customer stated that the issue is ongoing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call in to customer service to create the RMA for the reported permanent cautery hook instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.